Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had tried all 4 programs at 8.5v. The patient had 80 percent relief in symptoms but thought it could be better. The patient would make an appointment to discuss reprogramming options. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ldr6, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect today. They just turned the power up because the patient was still having problems with incontinence and they were wondering how high the stimulation went. The patient was at 3.3v and could not go higher as it was uncomfortable. It was further reported that the patient still had little problems with fecal incontinence; however, when they reviewed the expectations the patient said they were getting at least 50 percent improvement in symptom control. The patient still experienced soreness at the lead implant site and they had not yet had their follow-up with their health care provider (hcp). The patient never received the patient therapy guide on the day of implant and they had lost their patient programmer manual. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.